Event description:
Boston scientific received information that there was a ventricular sensed event in the noise rejection window for a non-sustained ventricular tachycardia stored event. It was noted that the atrial sense and ventricular sense events were right on top of each other. It was suggested to obtain an x-ray to check for lead position. Two and a half weeks later the right atrial lead was explanted due to pacing inhibition and loss of capture as a result of dislodgement. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.